Event description:
The customer stated that, the axsym rubella igg reagent calibration failed with error code 1111: m-cal 1 check too high, rubella g, with error code 1018: calibration check failure, cal a, results too high, and with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer stated that, once the calibrators are opened they become unstable after approximately two weeks and if calibration is attempted, it will fail. The abbott customer technical advocate advised the customer that, the issue was under investigation and that in the interim, they should centrifuge the calibrator prior to use. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.